Event description:
The technician alleged the foot side rail would not latch. No patient impact.

Manufacturer narrative:
The technician found the foot side rail latch assembly was bent and the return spring was missing. The technician replaced the foot side rail latch assembly to resolve the issue.